Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The customer reported patient samples recovered with erroneous erratic hemoglobin (hgb) and high platelet (plt) results with suspect messaging when cycled on the dx560 al instrument. No report erroneous results sent out of the laboratory. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No adverse event occurred. The failure mode was determined to be faulty wbc and rbc baths. Replacement of both baths, an optical bench alignment, rbc latex adjustment and g-cal calibration resolved the event. Bec internal identifier - (B)(4).

Event description:
The customer reported patient samples recovered with erroneous erratic hemoglobin (hgb) and high platelet (plt) results with suspect messaging when cycled on the dx560 al instrument. No report erroneous results sent out of the laboratory. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No adverse event occurred. The failure mode was determined to be faulty wbc and rbc baths. Replacement of both baths, an optical bench alignment, rbc latex adjustment and g-cal calibration resolved the event.